Manufacturer narrative:
On (B)(4)2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
At the beginning of interrogation of the device involved in this report, an error occurred resulting in the display of the following error message " guiapp:csowin.exe application error", and a return back to programmer welcome screen. Device was interrogated again. Normal f/u data were recovered from device memory and test could be performed properly. (B)(4).